Event description:
It was reported the patient had copious amounts of drainage coming from the ipg incision site. Cultures were performed but results unknown. Patient was later discharged with oral antibiotics. As a result, the ipg was explanted.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.